Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Far-field r wave oversensing was observed, and resulted in several inappropriate mode switch episodes. Programming changes were made and resolved the oversensing issue. Patient was doing fine.